Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately displayed a "check pads" message. The clinician pressed the analyze button, the defib charged energy and successfully shocked the pt. Complainant did not indicate that there was any adverse effect to the pt.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.